Event description:
Information was received indicating that the patient using this subcutaneous infusion set developed rashes from the adhesion. At the time of the event, the patient's blood sugar was elevated. The patient switched to an infusion set from another manufacturer to continue their therapy. No additional adverse patient effects were reported.